Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site telephone), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported the equipment alarmed and automatically inflated the valve group, and the drive valve group failed. After the drive manifold was replaced, the functional parameters of the equipment were normal. Delivered to customers for use.

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) equipment occasionally alarmed and automatically inflated. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), event site address line 2: (B)(6). A supplemental report will be submitted upon completion of our investigation.